Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a customer indicated that the adc device stopped working. The report is as follows: "I was in a procedure room at work and we were using fluro/x-ray. My sensor stopped working as soon as fluro/x-ray was started. I did everything the manufacturer suggested to get the sensor to work and it didn't work. I replaced the sensor once my prescription came in and I was able to get my readings with a new sensor." It should be noted that there are indications to remove the device prior to exposure to an x-ray machine. There was no report of an adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.